Event description:
While trying out multiple catheter brands including cure ultra 14, the patient experienced a urinary tract infection (uti). Patient felt ultra 14 catheter was too short and flexible and stated she could not insert it without touching the sides of the urethral entrance or the catheter tubing. Patient was prescribed an antibiotic for uti and feels fine now.